Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states the inserter tip has broken. The product was transferred to bioengineering for review. A report was received stating on visual inspection of the adaptor it appeared complete and had no pieces missing from breakage or use. It was noticed that the release spring was missing from the frame handle assembly. The springs have been known to detach from the release button if they have become distorted or deformed from their natural shape. This will increase the chances of the spring falling out of the instrument. The distorting or deforming of the spring could happen during insertion of the drive shaft into the instrument frame if the release button is not depressed. The instrument was manufactured in jan 2005 and from its general appearance has been well used. The complaint shall be closed with an undetermined conclusion, and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
The inserter tip has broken.